Event description:
It was reported that since replacement the patient had trouble with getting good relief from pain. The patient had been seen by the manufacturing representative on (B)(6) and was told ¿lead 15 and 10 were not working.¿ patient was feeling stimulation but it was not helping with her pain. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, lot# serial# (B)(4) implanted: (B)(6) 2009, product type: lead. Product ID: 39565-65, serial#(B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).